Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. The patient reported that she got the device in 2009 and in 2012 she had another back surgery. The patient reported that before she got the device, she couldn¿t get out of bed and it took her over an hour to do so. The patient reported she then went to her healthcare provider (hcp) and told the hcp she didn¿t want any more back surgery and then they gave her the trial and she was able to get out of bed and so forth. The patient reported that she had a ¿lot, a lot of pain and the pain was unreal¿ and when she first got the device it worked great during the trial test but she had spinal stenosis and it didn¿t work and the battery had run out so she hadn¿t done anything about it. The patient reported that the ins battery just wouldn¿t charge any more or connect up with her patient programmer (pp) and she didn¿t use it that much because she felt like she just didn¿t get the effect out of it that she felt when she did the trial. The patient reported that it never felt like it worked that well and when she did use it, it didn¿t do as well as she expected. The patient reported that now she was having a lot of problems with spinal stenosis and lots of times where she couldn¿t ad just it or move it up the back to where she wanted it to go and it was limited to where it could go. No further complications were reported.